Event description:
It was reported that the customer's insulin pump would scroll out of control, when he held a button to bolus. The customer received a button error alarm. His blood glucose level was 330 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had intermittent button response and display scrolling with no key press due to flattened up arrow and down arrow button dome switches. No button error alarm noted. Cracked lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.